Event description:
It was reported that during a procedure of the mildly tortuous, mildly calcified, de novo, 90% stenosed, right internal and common carotid artery bifurcation, the rx acculink stent was being deployed when a dissection was noted at the distal end of the stent. A second rx acculink stent was used as treatment. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effect of dissection is a known observed and potential adverse event as listed in the rx acculink carotid stent system instructions for use (IFU). Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.